Event description:
Bedside rn reported that the cardiohelp machine (ECMO) screen was flickering, turning on and off. She stated that the patient still had ECMO flow and was stable however, the screen kept turning on and off. Within a few minutes she reported that, "the machine was smoking" I asked for clarification and she said "the actual outlet on the cardiohelp machine itself has smoke coming out of it." The team quickly did a circuit exchange from the cardiohelp system to the centrimag system and got the patient off of the smoking system.